Manufacturer narrative:
A ge oec service representative investigated the issue and found that the cmos battery needed to be replaced to restore system function. The battery on the cmos pcb was replaced and the cmos settings re-loaded. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system would not boot-up. Several attempts to re-start the system were not successful and the procedures for the day were rescheduled.